Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0517 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was implanted with the central venous catheter in our hospital on (B)(6) 2020. After the patient was admitted to hospital for reexamination on (B)(6) 2021, the chest radiograph results showed that the implanted central venous catheter was fractured about 5-6cm above the puncture point, and the apex of the catheter in the body was about the level of the 7th thoracic vertebra.report immediately to the section director.the pulse of the child was measured at 90 beats/min and respiration was measured at 18 beats/min. The child was immobilized and ordered to rest in bed, and peripheral venous access was established.23:36 after consultation in the department of cardiology, emergency interventional surgery is planned to remove the broken catheter. After going to the operating room, fault of the interventional surgical instrument is found, and the patient shall be transferred to hospital for treatment.the incident endangered the patient's life and caused severe injury to the patient.